Event description:
A customer contacted beckman coulter regarding elevated accu-tnl results from 2 different pts that were generated by the unicel dxl 800 access instrument. The elevated accu tnl result was 0.65ng/ml for pt a. The elevated accu tnl result was 0.88ng/ml for pt b. The results for both pts were reported out of the lab. The customer re-centrifuged the original samples from the pt a and pt b and retested both samples for accu tnl. No info was provided why the samples were retested. The repeated accu tnl result was 0.06ng/ml for pt a and 0.00ng/ml for pt b. The corrected reports were issued for pt a and pt b. The customer indicated that pt b was admitted for a scheduled cathetertization. Pt b was catheterized after the correct report report for accu tnl was issued. The customer indicated that there has been no report of pt injury that can be attributed to this event.